Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed no delivery. The customer's blood glucose level was 800 mg/dl. The customer was not hospitalized and did not mention any form of treatment. The customer stated that there were cracks on the screen of their insulin pump. The mother of the customer stated that the customer can still read the screen of the insulin pump and will monitor the insulin pump. The product was not returned for analysis.